Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Proximal conductor distortion is causing the distal conductor's torque to bind up. This in turn makes the extension and retraction of the helix difficult. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial (ra) lead was attempted to be repositioned twice; however, a helix extension issue was suspected. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.